Event description:
It was reported by the patient that the patient had an magnetic resonance imaging (MRI) done and afterwards the technician informed the patient to have the device checked because it might be "malfunctioning." The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).